Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported that the patient's lead migrated shortly after being implanted. As a result, the patient underwent surgical intervention to have their lead replaced with two new leads. Issue has been resolved.